Event description:
It was reported that during set up for a lap cholecystectomy the tech squeezed the trigger to release a clip and the device jaws locked out and they could not fire the device. The device was not used on the patient. They used another device to complete the procedure.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results for the instrument found that it was returned in good visual condition. The instrument was returned with the jaws closed and one malformed clip in the jaws. Due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.